Manufacturer narrative:
(B)(4): catalog #00512008500, mg ii bone screw drill, lot #60976083. Visual inspection of the returned drills identified that both fractured into two pieces and the fractured off piece was not returned for review. Significant damage is also visible on the central portions of each drill. Hardness testing confirms the hardness to be within specification for both lots. Lot 60976083 was manufactured on april 25, 2008 and therefore, had been in the field for almost 6 years. Lot 61336900 was manufactured on march 25, 1999 and therefore, had been in the field for almost 15 years. It is unknown how many times these devices had been used during their field lives. A product history search revealed no additional complaints against the related lots. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. It is likely that the fracture be a result of normal wear during the instrument's field life. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that while drilling to insert pins, the drill bit broke.